Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative aligned the images and replaced the footswitch. The system was tested and is operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the images on the 6600 system were grainy and dark. No patient injury was reported.